Event description:
Caller reports neonate patient reportedly received result of 50 mg/dl on the performa system and result of 73 mg/dl measured with capillary blood in the lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in foreign country.